Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening), lung disease and other. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Event description:
The manufacturer received information from uno legal litigation in reference to a ds2adv auto CPAP with an allegation of eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness headache, asthma (new or worsening), lung disease and other. This device is not part of the recall. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Section b5 was corrected. Section b6 relevant test/lab data (rfb): was corrected to no information (ni). (Previously, it was not applicable (na). Section b7 other relevant history (rfb): was corrected to no information (ni). (Previously, it was not applicable (na).